Manufacturer narrative:
The doctor alleged that the patient's femoral precise nail broke. The patient had been implanted with the precise nail for over one (1) year and had already completed their lengthening treatment. A surgery to remove the precise nail has yet to be scheduled. To date, the patient is asymptomatic and is doing fine. A DHR review for the device revealed that there were no deviations from the manufacturing process and that the device was released within specifications.

Event description:
After reviewing x-ray results, a doctor alleged that a patient's precice nail appeared to be broken. The patient had been implanted with the precice nail for over one (1) year and had already completed their lengthening treatment.